Event description:
Lenstec, inc. Received an email notification stating "lens issue occured when the lens was injected into the eye and came out to forcefully, causing a posterior capsule tear."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other complaints from this batch. The complainant reported that the lens injector (monarch iii c) was the cause of the posterior capsule tear. In addition, lenstec is unable to comment on the suitability of this injector and the softec hdo lens.